Event description:
It is reported that a customer experienced low blood glucose of 30 mg/dl. The customer did not treat the low blood glucose. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting but found that the insulin pump works as designed. The customer was advised to contact their health care provider about the low blood glucose and to monitor the device for any future issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).